Event description:
It was reported that the patient was admitted for surgical repair of the end stage left knee degenerative joint disease; left total knee arthroplasty. At the end of the case, the surgeon had placed a hemovac wound drain. Per the surgeon's operative note: "the extensor mechanism was repaired over a closed suction drain using a series of figure-of-eight interrupted number 2 ethibond sutures". On the post operative day #1, the wound drain was removed per the doctor's order and the patient was discharged. Approximately 7 days later, during the patient's follow up appointment with the orthopedic surgeon, a routine x-ray of the patient's knee demonstrated a retained drain tip. The patient was returned to the operation theatre the following day to have the drain tip surgically removed. The second surgery was completed without complication and the patient was recovering well. It was reported that the patient did not feel the retained drain tip in his knee and did not have any subjective complaints of pain beyond what would be considered usual after this type of surgery.

Manufacturer narrative:
A small end piece of a 1/8" drain tube was received for evaluation. This tube piece was approximately two inches long and was packaged in a jar and identified as a hazardous waste. Examination of the piece using the digital computer controlled microscope noted that the tubing had broken at one set of hole piercings. The hole set that broke appeared to be stretched and the next hole set below displayed some tearing and stretching. The complete drain tube was not returned, only the portion reported to have been removed from the patient. The available information and returned product confirm this incident; however the true root cause cannot be determined with the product and information provided. The device history record review was not performed because the trace lot number is unknown. The review of the manufacturing, inspection and testing procedures discovered no systemic issues. There have been no relevant internal zimmer surgical non-conformances or relevant customer complaints in the last twelve months. There are too many unknown factors that could account for the drain breaking. Most likely, the drain was either placed and arranged in the wound site or removed from the wound site using a surgical instrument. The instrument could have weakened the tubing's tensile strength where it clamped onto the tube. The warning on the IFU states: "drains should not be handled with pointed, toothed or even blunt instruments. Damaged drains may be difficult to remove and may break at the damaged site upon removal".